Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the channel was clogged. In addition, the objective lens was worn, the contact pin of the connector was rusty and oxidized, the nozzle was missing, and the switches, scope connector cover, light guide tube, insertion tube, and protector were dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, accessories were found stuck in the biopsy channel of the videoscope. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The initial medwatch. The aware date should be 14-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event: ·the endo therapy accessory handling was inappropriate. ·the endo therapy accessory had defect. ·foreign material clogged in the biopsy channel due to inappropriate reprocessing. The root cause of why the device was not reprocessed according to the device IFU could not be determined. The following is included in the IFU and may have helped prevent the event: "for more information on combining the endoscope with particular endo-therapy accessories, refer to the ¿system chart¿ in the appendix and the instruction manuals of the accessories. Refer to the accessories instruction manuals of the accessories for operating instructions." "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." "If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." "Brushing the channels" olympus will continue to monitor field performance for this device.